Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer declined troubleshooting. Additionally, the customer experienced blood glucose of 41mg/dl due to physical activity. Reportedly, the customer consumed carbohydrates to resolve the issue.